Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported her insulin pump was cracked. She also reported a high blood glucose of 479 mg/dl. Her blood glucose at the time of the call was 249 mg/dl. Troubleshooting for high blood glucose found the customer was feeling lousy, nauseous, and had frequent urination. The customer also stated she treated herself with an insulin pen. Troubleshooting found the cannula was not occluded. No additional information provided.